Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of spinal pain. It was reported that the patient was playing with their grandchild and they jumped on their back, and now the left lead in their neck is causing them problems, "it feels like someone is pulling the hair out of their loop to their left hand. The patient stated that at times it was painful. The patient wanted to speak to their manufacturer's representative (rep). The patient was forwarded to their healthcare provider (hcp) to address their symptoms and concerns the lead. It was reviewed to possibly lower the stimulation or turn it off until they can see their hcp. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare professional reported that the stimulator was revised.